Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, we confirmed that the electrical connector fluid damage, the insertion flexible tube (ift) coating damage, the ift compressed, the segment compressed, the light guide cable buckled, the suction channel buckled, the angle wire play, the ccd driver pcb corroded, the bending rubber missing, the brand plate missing, the objective lens unit scratched, the air/water nozzle loosened, the junction case loosened, the lg prong top loosened, the distal body worn out, the light guide cable bump, and the ccd module pixels; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.